Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated they had a bad infection after the pelvic health device was implanted; patient had to take lots of antibiotics. Device remains implanted. No further complications were reported or are anticipated.